Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. The field service engineer (fse) was able to verify the reported problem. The fse replaced the air/exhalation and o2 flow sensors to address the reported problem.

Event description:
The customer reported the exhalation flow is out of range during testing. The customer reported that the unit was not in use on patient. Event date not specified, estimate used.

Manufacturer narrative:
Date of report : 23jul2019, date rec¿d by MFR :25jun2019. The air flow sensor, oxygen flow sensor, and exhalation flow sensor were received for evaluation. Visual inspection of the air flow sensor revealed signs of contamination on the heated film element. Visual inspection of oxygen flow sensor and exhalation flow sensor did not reveal any signs of physical damage or abuse. The air, oxygen, an exhalation flow sensors were installed into a test ventilator to verify and test their functional integrity. Further investigation revealed that the air flow sensor reading was out of specification due to the contamination of the air flow sensor heated film element. No faults were found on the returned oxygen or exhalation flow sensors. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.